Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. The patient's programmer also indicated a "low battery" message. In addition, it was noted the patient had not recharged her ipg in approximately 2 months. A replacement charging system was sent to the patient which did not resolve the issue. The sjm representative met with the patient and confirmed the ipg was inoperable. The patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced with a different model. Effective stimulation was restored postoperative.